Event description:
A customer reported during a procedure, a young patient with a soft cataract experienced a small corneal burn. The procedure was completed without delay.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).